Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment the operator broke the tip of the syringe in the dialyzer outlet port. The operator then opened the saline t in order to administer IV medication, inadvertently allowing air to enter the system. Rinseback was not performed due to the amount of air in the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error, as the operator inadvertently allowed air to enter the circuit due to incorrectly made connections. The cause of the broken syringe tip is attributed to user handling as the operator was reported as rushing through the connections. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has provided additional training to the operator. Nxstage medical considers this report closed. No additional info will be provided.